Manufacturer narrative:
Tandem¿s t:slim user guide indicates that a cartridge alarm can be caused by ¿a cartridge defect, not following the proper procedure to load the cartridge, or over filling the cartridge (with more than 300 units of insulin).¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 5 (pressure out of range) and a cartridge alarm 6 (vent not working) occurred. Reportedly, the customer did not believe the cartridge was filled correctly. The customer's blood glucose (bg) level was 500 mg/dl and the bg level was addressed with a manual injection. Recommendation was made by tandem's technical support for the customer to follow the prompts on the pump and to fill the cartridge at the appropriate time. A new cartridge was successfully loaded to address the event.